Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Date of event is an estimate based on the customer date given of (B)(6) 2019.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "all 4 channels and the brain alarmed "communication error" with red blinking lights. Pt was on vasoactive medications. Nursing acted quickly to move 2 right sided channels to another pump brain without channels working. Moved over all IV tubing to separate brain and 4 new channels. Channel a 3000-11077, channel b 3000-10847, channel c 3000-7499, channel d 3000-67778, brain 3000-11347 pump was reading "communication error" across all 4 channels. On the brain it read "attach module or press system off". Pump and channels removed from use. Pt was about to go on a roadtrip so this could have been a much more dire situation if the pump malfunctioned while off the unit.." An incomplete date of event of (B)(6) 2019 was provided. Although requested, no additional event and/or patient information was provided.